Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was reported that the battery compartment was cracked and the battery cap was ¿gritty¿ with a worn top. It was noted that there was moisture observed in the pump. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No evidence of a short battery life was observed. The battery compartment was cracked from the threads down to the battery canister and the battery cap. A leak test was performed and failed due to a battery compartment leak. Moisture was found in the battery canister, and on the battery cap. The returned battery cap was undamaged and was able to fit to the pump. The pump powered up with auditory and vibratory alarms to the verify screen. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no further moisture ingress or intermittent conditions. The short battery life complaint was unable to be duplicated. (B)(4).